Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. Auto lead diagnostics shows ventricular lead impedance increased from baseline of approximately 230 ohms to high/ open the week of (B)(6) 2014. A ventricular lead warning occurred on (B)(6) 2014.

Event description:
It was reported that the lead exhibited high impedance measurements. It was determined that the lead measurements had been made in monopolar configuration. The lead is monopolar but was sensing correctly in bipolar configuration. The high impedance measurements can be contributed to user-error during programming. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.